Manufacturer narrative:
Concomitant medical products: model: 1192; scs anchor. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg site was swollen and painful a few days after implantation of the ipg. In addition, the patient presented to the hospital due to the suture being red with drainage. As such, surgical intervention was undertaken to explant the entire system.

Event description:
Follow-up identified the patient's infection has resolved.